Manufacturer narrative:
A field service engineer (fse) called the customer to address the reported event over the phone. The customer informed the fse that they had gotten a rack stuck in the loader. The fse instructed the customer to take off the front cover of loader. The customer noticed that the pitch sensor was out of alignment. The fse instructed the customer on how to adjust the pitch sensor to the correct orientation. After the adjustment the customer ran a rack rotation test with no errors. The instrument is now backed up and running as intended with no errors. No further action required by field service. The aia-900 instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6) 2018 through aware date (B)(6) 2019. There were no other similar complaints identified during the review period. The aia-900 operator's manual under section 12 flags and error messages states the following: 2300 - s. Loader step feed failure cause: the pitch sensor s071 failed to go on after the step feed. Action: check to see if there is any impediment to the sample rack feed. If the trouble reoccurs, contact the tosoh local representatives. Check s071 and the step feed mechanism. The probable cause of the reported event was due to the misalignment of the x1 pitch sensor. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A customer reported error 2300 s. Loader step feed failure on the aia-900 instrument. The customer attempted "all set home" which did not work. The customer also rebooted the instrument but as soon as it came back up the error occurred again. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of intact parathyroid hormone (ipth) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.